Manufacturer narrative:
The peritonitis occurred on an unspecified date after the end of (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The date of the event onset was reported as an unknown date in at the ¿end of (B)(6) 2016¿. The patient experienced peritonitis manifested by abdominal pain. The cause of the event was reported to be ¿patient operation¿ (clarified as ¿inappropriate use of pd procedure¿). The patient received unspecified treatment for the event. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.